Event description:
It was reported that when using this analyzer a window pops up on the programmer screen displaying "low battery." This message would not disappear after several battery changes. The analyzer was returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. No battery was returned with the analyzer. The device was mechanically intact and passed all incoming functional tests. (B)(4).